Event description:
The rptr stated she had gotten several er1 messages. She compared the teststrip to the color chart and reported that it was never very high. She did not seek medical advice and made no allegation of harm.